Manufacturer narrative:
As reported, when a 6-12f mynx control venous vascular closure device (vcd) was removed, sealant attached to balloon and sealant was partially in the device sealant housing. The area was stitched and pressure was held for less than 30 minutes to obtain hemostasis. The sealant was prepped and deployed per the instructions for use (IFU), and the issue occurred after "lsd 2" (lock/stabilize/deflate 2). The procedure was performed using an antegrade approach. The deployer was a "champion user" of the mynx device. A 12 fr non-cordis sheath was used. The femoral artery's suitability was confirmed via angiography, including verification of insertion angle (30¿45 degrees) and vessel diameter (=5 mm). There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was stored according to the instructions for use (IFU), and although the sealant was dislodged from the arteriotomy, it possibly adhered to the device. The storage temperature did not exceed 25¿°c, and vessel depth was not shallow. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during device use, and it was realigned to the angulation and removed with light fingertip compression. One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test was executed; however, the evaluation could not be completed due to balloon leakage observed during inflation. A high-magnification microscopic evaluation was performed to assess the balloon in the area of the leakage. During this analysis, balloon leakage was confirmed. The exact cause of the balloon leakage could not be determined based on the available evidence. However, this finding is consistent with cases in which such damage may result from handling, procedural factors, or other non-manufacturing-related causes. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. However, an additional condition was noted in the returned device of ¿balloon-balloon loss of pressure¿ due to the balloon leakage found during functional analysis. The exact cause of the issue experienced by the customer and observed balloon leakage could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remaining attached to the balloon since the returned device did not match the event description and deployment had not been initiated. Since the device could not be tested due to the balloon leakage, it is unknown what issue the customer may have been experiencing with this product. However, procedural/handling factors are possible. It should be noted that since the deployment button (button #1) of the received device was not depressed, it is expected that the sealant would not be deployed from the unit. Regarding the balloon leakage noted, it is not possible to determine what factors may have contributed to the balloon damage found on the returned device. However, handling factors, access site vessel characteristics (which was not reported) and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Although, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ the IFU also states in step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when a 6-12f mynx control venous vascular closure device (vcd) was removed, sealant attached to balloon and sealant was partially in the device sealant housing. The area was stitched and pressure was held for less than 30 minutes to obtain hemostasis. The sealant was prepped and deployed per the instructions for use (IFU), and the issue occurred after "lsd 2". The procedure was performed using an antegrade approach. The deployer was a "champion user "of the mynx device. A 12 fr non-cordis sheath was used. The femoral artery's suitability was confirmed via angiography, including verification of insertion angle (30¿45 degrees) and vessel diameter (=5 mm). There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was stored according to the instructions for use (IFU), and although the sealant was dislodged from the arteriotomy, it possibly adhered to the device. The storage temperature did not exceed 25°c, and vessel depth was not shallow. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during device use, and it was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.